Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during lead replacement procedure (reference MFR. Report#3006705815-2018-01426) the patient experienced dural tear. Duraseal was applied to patch the tear. Following the patient also experienced headache due to cerebrospinal fluid leak. No medication was taken and the patient was not hospitalized. Reportedly, the patient is doing well.